Event description:
While the peel apart introducer was being peeled, both handles broke off the introducer, which caused the introducer to migrate into the vein. The sheath did not migrate very far before it was retrieved. No patient injury caused by this incident.

Manufacturer narrative:
The complaint was confirmed. Both tabs separated from the ptfe introducer sheath. The mold markings on the tabs reveal an improper connection between the sheath and the tabs. This appears to be a supplier related complaint. A chr showed no other similar product complaint(s) from this lot.